Event description:
The pt was revised because of osteolysis and poly wear.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after 15 yrs implantation in combination with the reported pt large physical stature and activity level, should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. MFR considers the investigation closed. Should add'l info be rec'd, the investigation will be reopened.